Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lobectomy, when trying to fire, the handle did not advance and was unable to fire. The procedure was completed with another device. There was no patient injury.